Event description:
It was reported that during a low anterior resection procedure, the trigger broke and they could not use it because it did not staple. They had to use another one, which worked correctly. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Damaged or missing closure link. Eval summary: the analysis results showed that one device arrived with the closing mechanism damaged and fully fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the closure link was found damaged. While no conclusion could be reached as to how the closure link became damaged, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4) qa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.